Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04384. It was reported the patient had a continued issue in which the stimulation would auto-reduce. Reprogramming attempts were unable to resolve the issue. It was reported there were multiple contacts on the lead which were invalid. X-rays did not reveal any anomalies with the system. It was also reported the patient had an increased recharge burden with the ipg. The physician planned surgical intervention at a future date to address the issues.